Event description:
It was reported by the physician that the pt presented to office and when the vns was interrogated, it was found that the pt was at 0ma output current, which was not intended. It is unk what the rest of the settings were. The last time the pt was in the office was in (B)(6) 2011 and she was at 1.75ma output current. An interrupted system diagnostic test may have occurred to cause the setting change. Attempts for further info have been unsuccessful to date.